Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed no delivery. Customer's blood glucose reading was 446 mg/dl. Customer treated high blood glucose with a needle injection of insulin. No significant events leading to the alarm were observed. Customer declined to troubleshoot for the no delivery alert. Product is not being returned or replaced.